Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer believed the occlusion alarm may have been caused by high temperatures affecting the insulin inside the cartridge/infusion set. A supply change was performed resolving the occlusion alarm. The customer's blood glucose (bg) level was up to 500mg/dl and a manual injection was administered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.